Manufacturer narrative:
Troubleshooting was performed on reported issue, and the customer was helped on a video call by olympus field service engineer (fse). The fse had checked the setting and connection which was corrected; fse suggested to use video composite signal instead. 30 minutes later, the customer called again as the serial digital interface 1 (sd1) had no image output, and the fse also suggested using video composite, but the customer reported the image quality was still poor. The device was returned and evaluated, and the customer¿s allegation was confirmed due to the sd1 and sd2 ports not being active. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus's field service engineer (on behalf of the customer) reported to olympus that the video system center had no image output on serial digital interface 2. The event occurred during a therapeutic laparoscopic colectomy procedure. The patient was under general anesthesia. The procedure was completed on a similar device without any delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that phenomenon (1) "serial digital interface 1 & 2 have no image" occurred, due to failures of the printed circuit (cp) board, the printed circuit (dp) board and the power unit. The root cause of the printed circuit boards and power unit were not determined. Olympus will continue to monitor field performance for this device.